Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot for off-label use. It was reported one of the pt's leads had eroded through the skin. On (B)(6) 2012, the doctor snipped the tip of the lead that eroded through the pt's skin. Over time, the pt healed. The pt is scheduled to under surgical intervention again on a later date.